Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, the pt's husband reported, the pt experienced elevated blood glucose of over 300 mg/dl due to bent infusion set cannulas and insulin leakage. Her normal blood glucose range is 100-160 mg/dl. On one occasion, insulin leakage caused a rash around the infusion site. The pt changed the infusion site and bolused through the infusion device to lower blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for evaluation.